Event description:
It was reported that after the patient with this lead was discharged, the surgical site became red and swollen. The patient has been hospitalized on suspicion of infection and is being treated with antibiotics. There were no additional adverse patient effects reported. The lead remains in service.